Manufacturer narrative:
A supplemental MDR will be submitted upon device evaluation.

Event description:
A peritoneal dialysis patient reported feeling bloating and discomfort while in treatment. The cycler had not alarmed and patient's treatment was proceeding as expected. The patient was instructed to perform a stat drain and patient had normal drain volume but still reported feeling full. The patient was advised to contact his nurse. During follow up the patient's nurse reported the patient later visited the emergency room the same day and was diagnosed with peritonitis. The patient's culture results were not made available. The patient was prescribed antibiotic vancomycin 2 grams every 3 days via intraperitoneal delivery. During additional follow up the nurse reported the culture results from the hospital remained unavailable, however the patient's recent effluent culture was negative for growth. The patient's technique and history was reviewed and it was determined the patient had a prior treatment where he had been cleaning pork intestines prior to setting up for treatment and reported he may not have washed his hands adequately. The nurse attributed the peritonitis event to this breach in aseptic technique. The patient has since recovered. The supplies were discarded.

Manufacturer narrative:
Additional information: additional information: clinical investigation - although a temporal relationship exists between the liberty cycler, cassette, and the reported adverse events of abdominal pain and peritonitis, there is no documentation or evidence indicating a causal relationship between the liberty cycler and/or cassette, and the adverse events. Additionally, there is no allegation against any fresenius devices having malfunctioned, caused or contributed to the adverse events. However, there is a probable association between the reported events and a breach in aseptic technique during pd therapy given the pdrn reported the patient was cleaning ¿chitlins¿ prior to doing pd therapy, and may have not cleaned up properly prior to setup. The pdrn indicated this was the probable cause. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire lot have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.